Event description:
The recipient reportedly experienced device extrusion. The recipient presented with pain, swelling, and a bump around the implant. The recipient underwent repositioning surgery on (B)(6) 2018.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's pain reportedly resolved. The recipient has resumed device use. This is the final report.